Event description:
A medtronic rep reported that the site had recently upgraded to synergy cranial 2.2. The system is running slow, making it difficult to build any models. There was no pt present.

Manufacturer narrative:
Software investigation was completed. This behavior anomaly was documented in a medtronic software anomaly tracking database.